Event description:
Pump programmed to infuse sfu (100ml) at 2ml/hr for 48 hrs. Pump started at 7pm. Infusion complete at 1200 two days later. Infusion completed 17 hrs early. Pump programmed, verified to be correct.